Event description:
(B)(4) - no injury alleged. Malfunction alleged - per provider product tank is leaking. Per repair document the tank leaks at the manifold and sieve bed hoses. Repair document also states tie wraps are leaking and the power switch has a short circuit.